Manufacturer narrative:
A thorough investigation to determine the reported problem was performed. The caused was traced to the system batteries that were 5 years old. The batteries were replaced as a part of the pm preventative maintenance. The system has returned to service with no similar issues reported.

Event description:
It was reported the system was not available during a critical procedure. The epiq cvx ultrasound system shut down during an unspecified open-heart surgery. The system was exchanged to complete the procedure. There was no patient or user harm associated with this event. The biomedical engineering evaluated the system and reinstalled the software, and the system was returned to clinical use. Philips has started an investigation, and upon completion, a follow up report will be submitted.